Manufacturer narrative:
Additional info has been requested, and if available it will be submitted in the supplemental report.

Event description:
"It was reported that during surgery, while the surgeon was attempting to separate the body/stem, the distal collet broke at the thread junction." Procedure was delayed for four hours.